Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the mixture peristatic pump and the syringe driver dispenser unit to resolve the issue. Fse performed calibration and quality control, which all passed. Fse verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results and quality control (qc) including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.